Event description:
The patient's mother reported the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl). The pod was reportedly leaking while worn for between 25 and 36 hours.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.